Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0j956, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient started experiencing diarrhea intermittently following a fall. They wore a heavy pad. Increasing stimulation did not help. Imodium would help overnight. The patient could not feel their lead anymore. It had settled in. The lead had felt like it was coming through the skin since implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the settings were turned down. The cause of the event was reportedly determined but noted to not be device related. The patient recovered without permanent impairment.